Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. Medical device code 1494- indication for use the additional mitraclip device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
This is filed to report the single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022 the patient underwent an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr). A total of 3 clips were successfully implanted reducing the tr. On (B)(6) 2022 it was noted that one of the implanted clips had a single leaflet device attachment (slda) and the tr returned. The patient underwent a re-do procedure and one xtw clip (20510r355) was selected for implant. The xtw clip was advanced to the tricuspid valve however after significant interaction with the slda clip the gripper had difficulty lowering. The clip was removed from the patient and exchanged. The procedure was complete with a final tr of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) appears to be due to challenging patient anatomy in conjunction with difficult imaging. The reported recurrent tr was due to the slda. The reported image resolution poor was associated with the difficulty to image the tricuspid valve. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. The reported off-label use (indication for use) was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.